Event description:
It was reported that the patient experienced intermittent twitching from the pulse generator. The set output settings did not recreate twitching. No further information was given. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.